Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient's hearing performance with the device was affected. The recipient has been re-implanted with a new device.

Event description:
The recipient's hearing performance with the device was affected. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. Further damage to the reference electrode, likely caused by excessive mechanical stress to the implant site was found. This is a final report.

Event description:
The recipient's hearing performance with the device is affected. Further technical checks / re-implantation are considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Further technical checks / re-implantation are considered but no date has been scheduled yet.

Event description:
The recipient has currently no hearing benefit with the device. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.